Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had reached elective replacement indicator (eri) then recovered. Boston scientific technical services (ts) discussed recovery in longevity. This device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had reached elective replacement indicator (eri) then recovered. Boston scientific technical services (ts) discussed recovery in longevity. This device remains in service. No adverse patient effects were reported.